Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Blood vessel around the stomach. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.